Event description:
It was reported that an infection occurred and blood cultures were positive. The organism was identified as gram positive cocci in clusters. The implantable pulse generator (ipg) system was explanted and the patient was treated with intravenous antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)